Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device having a blown fuse was confirmed during laboratory testing, but it could not be replicated during testing. The received suspect pump module fuse (f1-750ma, pn: 320079) was measured with a digital multimeter and found to have an open circuit. Capacitors on the syringe logic board were measured and were found to be functioning as intended. No shorts or issues were identified. Functional testing results show that after replacing the faulty source pump module fuse showed that the device completed a twenty-four (24) hour infusion with no errors or malfunctions observed. A review of the suspect pump module error logs showed that there was no error codes related to the reported complaint. A review of the pump module event logs showed that the last infusion was programmed on (B)(6) 2024 at 11:52 pm. The suspect pump module was selected by the user and the following infusion parameters were registered: volume to be infused (vtbi)=993.075 ml; rate=100 ml/h. On (B)(6) 2024 at 3:02 am the pump module recorded an auto-restart which was the last log entry prior to dchu testing. Primary volume infused (pvi) is unknown. Internal and external inspection of the pump module found no irregularities. The alaris user manual (v12.1) states not to use a device with any damage. Send it to biomedical engineering for repair. The device had no patient involvement the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Please replace pump module motor controller board. The device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause for the found fuse opening leading to the device not powering on is attributed to a malfunctioning motor controller board. Even though the root cause has not been determined, it is suspected that the component c3 on the motor controller board was the cause. Its design is a self-healing type that appears to have corrected itself during the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that during preventive maintenance, a blown fuse was found on the motor control board. There was no patient involvement.